Event description:
It was reported that during advancement, the handle was in the lock position and the stent was found to be approx one fourth unsheathed. The physician was able to withdraw the device with some difficulty however, there was no pt injury or effect.